Event description:
The pt was implanted with a left ventricular assist device (lvad). It was reported that the pt's pump was being exchanged due to hemolysis. A pump exchange to another lvad was successfully completed on (B)(6) 2014.

Manufacturer narrative:
The explanted device was returned to the MFR for eval and is currently being analyzed. No further info is available at this time. A supplemental report will be submitted when the device analysis is completed.